Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was not confirmed and the cause was not identified because the sample was not returned for evaluation and the patient did not describe any type of use error that might have caused the alarm. System error 2240 alarms are addressed in (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 4. The technical service representative (tsr) had the hp cycle power the hc machine. The home patient (hp) would complete therapy with manual supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the hp had no idea how the air entered the lines. The hp did not note anything unusual with any of the supplies at use that night. The hp also did not notify their registered nurse (rn) regarding the alarm. It was recommended that the hp notifies the rn as soon as possible. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.